Event description:
The following was reported to hamilton medical ag: summary: device shutdown during operation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the mainbord processor (mainboard) has been identified to be the faulty component. Replacement of the defective component.